Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown vanguard femoral catalog#: ni lot#: ni, unknown vanguard tibial tray catalog#: ni lot#: ni. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent initial knee arthroplasty. Subsequently, three weeks later, the patient underwent a washout due to suspected infection. During the washout, the surgeon found that the bearing was damaged with in three weeks of primary implantation. No additional adverse events have been reported.